Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact.